Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire as placed, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. The procedure was successfully completed with different device.